Event description:
It was reported that the subject device displayed blackout. The issue occurred during a procedure. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection but the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as material problems: degradation. Thermal problems: overheating. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component issues. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors, light sources, etc without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.